Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s death. At the time of this clinical investigation, there is no allegation or objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the available information, the cause of death can be reasonably associated with complications associated with stage IV cancer and an uncontrolled gi bleed that gradually worsened due to radiation therapy. Additionally, the patient had several risk factors including an extensive past medical history of esrd, diabetes mellitus type 2 and was rendered bedridden as a result of her comorbidities. There were no documented allegations or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy had expired during ccpd therapy on the liberty select cycler. There were no specific allegations of any fresenius product issues related to the patient¿s death recorded on the intake form in the file. Upon follow up with the pd registered nurse (pdrn), it was found that the patient began ccpd therapy three years prior to their passing. The cause of death was reported as complications associated with cancer and a gastrointestinal (gi) bleed that was exacerbated by radiation therapy. The patient was found deceased, still attached to the cycler and there were no reports of cycler alarms or product related issues on the day of the patient¿s passing. There is no report that an autopsy would be performed and the patient¿s death certificate is not available. The pdrn confirmed the cycler is not suspected in any way to have caused the patient¿s death nor is the cause of death related to ccpd therapy or any fresenius device(s) or product(s). The patient had a significant past medical history that included pd therapy for three years, stage IV cancer, diabetes mellitus and a gi bleed that was exacerbated by radiation therapy. As a result of the patient¿s condition, it was reported that they were bedridden and required extensive homecare.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The front panel bezel gasket was drooping approximately 0.5 inches over the center of the front panel overlay. This did not obstruct the view or the functionality of the touch screen. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection of the received cycler unit showed fluid within the hp2 filter of the pump assembly pneumatic system. The cause of the encountered fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. The production floor problem report found the post-ast (accelerated stress test) had a stalled at state machine for a long time warning. The cycler was sent to rework 11/30/2017. Loose tubing was replaced and a post-ast passed 12/01/2017.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.